Event description:
Additional information indicates the ipg was replaced and relocated to address the pain issue. Therapy was restored. Patient indicates the issue has resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had a fall and is experiencing pain at the ipg site. Surgical intervention may take place at a later date to address the issue.